Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: review of the black box data revealed records of loss of prime with zero force readings. On investigation the pump powered on normally and rewind, load and prime steps successfully completed without alarm. The force sensor was evaluated and found to be within specifications. Loss of prime did not occur during investigation of the pump. There was no damage, defect or contamination of the pump¿s interior components.